Event description:
The lay user/patient's accountant contacted lifescan (lfs) in february 2006 on behalf of the patient and alleged the reported meter (serial number not provided) was reading inaccurately. The medical affairs specialist was unsuccessful in reaching the reporter or the patient after several attempts via phone. The reporter did not have the meter with her at the time of her call to lfs and therefore, troubleshooting could not be performed. She reported that the meter was "not reading correctly" and the patient had a seizure. Her home aid called 911 and the patient was taken to the hospital. No blood glucose results are provided and the reporter did not know if the patient was experiencing any symptoms at the time of concern, if she had attempted to test on the meter at that time, if the subject meter was reading inaccurately high or low, what the patient's blood glucose result at the hospital was, and what treatment the patient received. This complaint is reported because the reporter alleged that the meter was not reading correctly and the patient experience a seizure and was taken to the hospital. However, it would be helpful to know information leading to the event, symptoms experienced by the patient, treatment administered, blood glucose results on the subject meter and at the hospital, and information regarding the meter and strips. The reporter was advised to call back with the meter and supplies to troubleshoot. However, the reporter or the patient has not called back yet.